Manufacturer narrative:
Multiple good faith effort attempts conducted to gather further relevant information such as patient information, configuration file, clinical audit logs, strips from the time of the event and approximate time of the event, as well results of device testing were not successful. Due to the lack of available information, the exact cause for the reported issue remains unknown. The investigation could not be completed due to insufficient information. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mx550 patient monitor indicating a patient death following a cardiac arrest that the monitor failed to alert. The monitor was used on an agitated patient with standard physiological parameters.

Manufacturer narrative:
A good faith effort attempt conducted revealed the patient death following a cardiac arrest that the monitor did not alert for asystole was due to suspended alarms by the customer. Service installed at the beginning of the year 2024 the monitor in question and the monitors were left operational and turned off, but not configured to the users needs. Based on the information provided the university hospital decided to open a bed with the monitor in question without informing philips and they used the monitor with factory settings. The users were not trained. At the monitor in question, all alarms were muted, including the ECG (with double validation). The distributor/cas stated the user commented that it was "annoying to have to validate twice to mute the ECG, when for the other parameters it's done directly. So, the alarms were still silenced at 7:50 am and not reactivated until the incident on (B)(6) 2024. The monitor was isolated in the university hospital's biomedical department and was confirmed by fse to operate to its specification. The complaint was escalated for technical investigation and the provided log files were reviewed by the product support engineer (pse). The analysis performed confirmed the pulse/ECG alarms were deactivated on (B)(6) 2024 at 07:50 am. Right after reactivating these alarms, a red ***asystole alarm was generated by the system at 9:32 pm on the same day. /row/action /row/date /row/etablissement /row/libelle_x0020_lit /row/atnom_x0020_appareil /row/type_x0020_d_x0027_action *** asystolie genere a 21:32:37. (B)(6) 2024 21:32:39 mon etablissement ch234 pic ix: usc-sipo alarme rouge pouls - al. ECG/arythm de desact a active (B)(6) 2024 21:32:36 mon etablissement ch234 124217 alarme activee/desactivee; pouls - alarmes pouls de active àadesact (B)(6) 2024 07:50:58 mon etablissement ch234 124217 alarme activee/desactivee; requete utilisateur: pouls - alarmes pouls desact (B)(6) 2024 07:50:58 mon etablissement ch234 pic ix: usc-sipo alarme activee/desactivee; pouls - alarmes pouls de desact a active (B)(6) 2024 07:50:25 mon etablissement ch234 124217 alarme activee/desactivee; pouls - al. ECG/arythm de active a desact (B)(6) 2024 07:50:25 mon etablissement ch234 124217 alarme activee/desactivee. The pse confirmed the initial assessment by distributor/cas by log data analysis, alarms were off between 7:50 am and 9:32 pm. Based on the information available and the analysis conducted, the cause of the reported problem was due to configuration setting by the user. The reported problem was confirmed, and no device malfunction. The investigation confirmed there was no device malfunction and the reported issue was due to configuration setting by the user. D4: the provided serial number could not be confirmed in auxiliary systems therefore no manufacturer date or UDI available.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor did not generate an alarm for cardiac arrest in which the patient subsequently passed away. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.